Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a valvuloplasty procedure, the balloon allegedly ruptured. It was further reported that an attempt was made to remove the balloon where it got caught on a previously placed aortic arch stent and several maneuvers were performed to remove the balloon caused iliac artery perforation. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged balloon rupture and entrapment of device could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a valvuloplasty procedure, the balloon allegedly ruptured. It was further reported that an attempt was made to remove the balloon where it got caught on a previously placed aortic arch stent and several maneuvers were performed to remove the balloon caused iliac artery perforation. However, the current status of the patient is unknown.